Event description:
It was reported that during a cryo ablation procedure, the sheath was aspirated and micro bubbles were observed. The sheath was replaced and the micro bubbles occurred again. The sheath was replaced and the procedure proceeded. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012140563 was returned and analyzed. Visual inspection of the handle and shaft and dilator was performed. The shaft and dilator had no kink and the tip of the sheath and dilator were intact with no anomaly. There was no anomaly on the handle and side tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The shaft rotated with ease in both directions and reached the expected values. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.10783 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.2064 psig and in an acceptable range. In conclusion, the reported issues of "microbubbles" and "air ingress" were not confirmed through testing. The sheath passed the returned product inspection as per specification. Correction: annex a (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.